Event description:
It was reported that during implant the physician had difficulty inserting the lead into the header of pulse generator, but had good sensing measurements and implanted the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.